Event description:
Complainant alleged that while cardioverting a pt's heart rhythm, the device discharged successfully twice, however on the third attempt the device displayed a "defib fault 108" message and did not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.